Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed total bilirubin results for one sample. The customer stated that there was instrument error message ¿1051 unable to calculate result, absorbance exceeded optical limits¿ and the instrument when to auto-dilution and the result was reported out of the lab. The following result was provided: total bilirubin: auto-dilution result that was reported out was <0.1 mg/dl, rerun was 0.5 mg/dl (reference range: 0.1-1.2 mg/dl). No impact to patient management was reported.

Event description:
The customer observed falsely depressed total bilirubin results for one sample. The customer stated that there was instrument error message ¿1051 unable to calculate result, absorbance exceeded optical limits¿ and the instrument when to auto-dilution and the result was reported out of the lab. The following result was provided: total bilirubin: auto-dilution result that was reported out was <0.1 mg/dl, rerun was 0.5 mg/dl (reference range: 0.1-1.2 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from total bilirubin, list number 06l45-42 and manufacturing site wiesbaden, to the architect c8000 processing module list number 01g06-11, and manufacturing site of irving, texas. MDR number 3016438761-2025-00487 has been submitted, and all further information will be documented under that MDR number.